Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 15mg/ml morphine at 2.406mg/day via an implantable infusion pump. It was reported that the patient was admitted to the hospital with possible withdrawal and increased pain. The pump was interrogated and no anomalies regarding the pump were noted. It was noted that the pump time and programmer time were off by one hour. After the patient's refill 2 weeks prior the patient reported that they could "taste" morphine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause is unknown, the doctor is aware of provided information. No further complications were reported.